Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a crossing difficulty occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 30-32mm in length, 2.0-2.5mm in diameter and de novo target lesion being treated was located in the severely calcified and severely tortuous right coronary artery ( rca ) with significant bend of between 45 and 90 degree. The lesion was predilated, reducing the stenosis to 30%. A 2.50x32mm promus element plus stent delivery system (sds) was then advanced to the rca but was unable to cross. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status post procedure was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination of the returned device identified a hypotube kink approximately 57cm from the catheter strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. Two stent strut rows were misaligned. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).